Event description:
Info received that the unit would not drift into trend. No injury reported.

Manufacturer narrative:
Bed located in bed stop. Tech found the unit was drifting into trend over night, slow drift. Replaced the head hi-lo valve to resolve this issue.